Event description:
This complaint was forwarded to mitek complaints by our medical affairs team who reviewed a journal article where a depuy mitek spiralok anchor was used in a shoulder procedure. A (B)(6) man underwent arthroscopic repair for a supraspinatus tear of his left shoulder. A single 5.5mm poly l-lactic acid anchor spiralok was threaded with two strands of #2 orthorcord. At three month follow up, the patient reported a constant low-grade dull left shoulder ache. At nine months, the pain had worsened. The patient underwent a left shoulder arthroscopic debridement, evacuation of loose bodies, poly-l-lactic acid anchor and suture removal. Two months later, a magnetic resonance imaging scan showed complete resolution of the rice bodies, with mild residual subacromial and subdeltoid bursitis. Six months post-arthroscopic debridement, a revision arthroscopic rotator cuff repair was performed using a 5.5mm titanium anchor loaded with suture. Journal of the royal society of medicine open; 6(1) 1-3 doi: 10.1177/2054270414562986 authors: sivan sivaloganathan, romel amr, raj shrivastava and jaikumar relwani department of orthopaedic surgery, william harvey hospital, ashford, kent tn24 0lz, UK medway hospital, kent me7 5ny,UK.

Manufacturer narrative:
The depuy synthes mitek medical affairs department discovered this published journal article detailing a historical event in which a mitek device was implicated. It cannot be confirmed that this issue had been previously reported to depuy synthes mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.